Event description:
Patient was hospitalized for high bgs. It was stated that the battery cap could not be removed and their set was not working for several days. Also the customer wanted to test the pump and get back on it to control their bgs. Time, date, basal, and bolus histories were fine. Troubleshooting was performed. The insulin exited. The customer just received a manual injection at the hospital. A nurse came to the phone and stated that the customer would be treated with manual injections.